Event description:
A report was received from (B)(6) stating that: a patient was connected to the ventilator for pressure control mode of ventilation; but soon doctors found the shocking fact that inspiratory and expiratory tidal volume of the ventilator was reading very low and oxygen saturation (spo2) started to decline at an alarming rate. The patient was immediately transferred onto another ventilator and as such there was no injury to the patient. (B)(4).

Manufacturer narrative:
(B)(4).